Manufacturer narrative:
The axium coils has not been returned; product analysis could not be performed. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment. The patient was undergoing embolization of an unruptured, saccular aneurysm in the posterior inferior cerebellar artery (pica). The aneurysm had a max. Diameter of 6mm. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, detachment of the axium coil was attempted five times using an instant detacher; the attempts were not successful. It was reported that a second instant detacher (number of times unknown) as well as manual detachment via the hypotube (1x) were attempted, which were also unsuccessful. The coil was removed from the patient. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the introducer sheath and without the instant detachers. The instant detachers were reported to have been discarded. The tack weld replacement (twr) crimps were found to be broken; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. During testing, the pushwire was intentionally broken distal to the break indicator and the release wire was pulled out from the broken location for evaluation of the coin. The implant coil successfully detached from the pushwire as intended. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring appeared to be damaged (ovalized). The retainer ring inner diameter (ID) could not be measured because of its damaged condition. The lot history records have been reviewed and no quality issues were noted. No other anomalies were observed. Analysis findings for this event include evidence that the twr crimps were likely broken with the use of one of the instant detachers, so the cause for the failure of the implant coil to detach from the pushwire could not be determined; however, no evidence was found that the user attempted manual detachment of the axium prime coil per our instructions for use (IFU). The axium prime implant coil was successfully detached from the pushwire by the manual method of detachment (via hypotube) as directed in our IFU. It is possible that the implant coil became damaged during return to medtronic for evaluation outside of its protective introducer sheath. The cause for the damage to the retainer ring could not be determined. All retainer ring dimensions are measured 100%. Based on the axium prime coil analysis, and on the event description, the report of non-detachment was confirmed. The axium prime coil was returned for evaluation with the implant coil still attached to the pushwire. The broken tack weld replacement (twr) crimps are evidence that one of the instant detachers successfully broke the twr crimps as intended; however, the cause for the failure of the implant coil to detach from the pushwire, after the twr crimps were broken could not be determined. Although the user reported attempting to detach the implant coil by the manual method of detachment, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The axium prime implant coil was successfully detached from the pushwire by the manual method of detachment (via hypotube) as directed in our IFU. It is possible that the implant coil became damaged during return to medtronic for evaluation outside of its protective introducer sheath. The cause for the damage to the retainer ring could n ot be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.